Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after a pre-close technique using the prostar xl device during an aortic abdominal aneurysm (aaa) repair, hemostasis was thought to have been achieved; however, the patient experienced bleeding, pain and coded after vessel closure. Cardiopulmonary resuscitation (CPR) was performed and the patient was given 10 liters of blood. It was reported that the bleeding was noticed from the sheath access site. The patient was taken to surgery, and a cut-down procedure was performed revealing the sutures were not found on the artery; however, a retroperitoneal bleed was confirmed. Retroperitoneal exploration and direct control of vessel was performed achieving hemostasis. The patient is currently in the intensive care unit (ICU), trached and intubated. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.